Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The reservoir tube o-ring is inside the reservoir compartment noted. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 7.2 mmol/l. The customer state the o-ring fell off and has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.